Event description:
Pt procedure synechiolysis and phacoemulsification of intraocular lens implant. During aspiration of last quadrant of nucleus, a small incidental foreign body was noted inside anterior chamber of eye. Phaco tip was removed from eye and utrata forceps were used to remove foreign body. Phaco tip was inspected under microscope and found to be intact.